Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-november -16th. Material #: 367282. Lot/batch #: 22h18t1. Bd received 1 sample for investigation. The samples were evaluated by visual examination and functional testing, used to draw a vacutainer tube, and the indicated failure mode for insufficient flow with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and another 5 retention samples by functional testing, each used to draw a vacutainer tube, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, customer noticed that several wingsets from the batch had no backflow. No patient impact. The following information was provided by the initial reporter: " no backflow. We have noticed that several wingsets from this batch have no backflow."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, customer noticed that several wingsets from the batch had no backflow. No patient impact. The following information was provided by the initial reporter: " no backflow. We have noticed that several wingsets from this batch have no backflow."

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot #: 22h18t1 was reported, however, this is not a lot number manufactured for the reported catalog number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.